Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was tested and analyzed. Two segments of the lead were returned. The returned segments of the lead were noted to be electrically continuous. Some calcium was noted on the shocking coil. The clinical observations were not able to be confirmed.

Event description:
Subsequently the device was explanted for an unrelated reason. The device was returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement of 0 ohms. Boston scientific technical services discussed that electromagnetic interference (emi) was likely the source of the reported 0 ohm impedance. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.